Event description:
The device was used during an unknown procedure, the cannulas were cracked at the thread connector points and were leaking pneumo. No patient consequence. Case completed with another device of the same product code.

Manufacturer narrative:
Damaged cannula. The device (a) was received cracked at approximately .138 inches from the base. The cracked length was approximately 7/8 of the base circumference. The device (b) was received with two cracks at the base. The first crack at approximately .150 inches from the base. The cracked length was approximately 1/8 of the base circumference. The second crack at approximately .190 inches from the base. The cracked length was approximately 3/16 of the base circumference. Device b: batch#=51857, lot# unk, exp date 10/2007, mfg date 11/2002. All other information is the same for both devices.